Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.

Event description:
It was reported that the insulin pump was not priming correctly, customer requesting a replacement. Advised the customer that the insulin pump will be replaced. Nothing further reported.